Manufacturer narrative:
The field service engineer performed an instrument check, but it failed. The syringe seals were replaced and the syringe and plunger were cleaned. An air purge and a system prime was performed. The instrument check was performed again and passed. Calibration was performed and passed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with a troponin t assay on a cobas 8000 e 801 module and three other unknown roche elecsys analyzers. Roche markets four troponin t assays in the united states: the elecsys troponin t assay, the elecsys troponin t stat assay, the elecsys troponin t gen. 5 assay, and the elecsys troponin t gen. 5 stat assay. The specific troponin t assay in use was requested, but not provided. No incorrect results were reported outside of the laboratory. The first sample was initially tested twice on the e 801 analyzer, resulting with troponin t values of 3950 pg/ml and 9410 pg/ml. The sample was then repeated on an unknown roche elecsys analyzer labeled "hotlab", resulting with a troponin t value of 4369 pg/ml. The second sample was initially tested twice on an unknown roche elecsys analyzer labeled "line 1", resulting with troponin t values of 25.00 pg/ml and 13.80 pg/ml. The sample was then repeated on an unknown roche elecsys analyzer labeled "hotlab", resulting with a troponin t value of 10.66 pg/ml. The third sample was initially tested twice on an unknown roche elecsys analyzer labeled "line 1", resulting with troponin t values of 75.30 pg/ml and 126.00 pg/ml. The sample was then repeated on an unknown roche elecsys analyzer labeled "hotlab", resulting with a troponin t value of 72.65 pg/ml. The sample was also repeated twice on an unknown roche elecsys analyzer labeled "line 3", resulting with troponin t values of 72.40 pg/ml and 69.40 pg/ml. The troponin t reagent lot number and expiration date were requested, but not provided.